Event description:
A pump was involved in an incident of overinfusion of heparin to a patient in the cardiovascular pulmonary telemetry unit. Channel a was used for an infusion of maintenance IV fluid of normal saline at 75 ml/hr. Heparin (25000 units in 250 ml) was on channel c with an intended infusion within one hour instead of an intended delivery time of a "couple of days". The patient's ptt was elevated markedly and the heparin drip was stopped. As a a result, the patient's hospitalization was extended but no patient sequelae resulted from this incident. The facility's nurse manager stated that a CT scan of the head was performed which determined that no hemorrhagic bleeding occurred to the patient.